Event description:
An impella cp device was inserted via the right femoral artery in a 77-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease and renal insufficiency. After impella placement, distal runoff imaging was performed at the right common femoral artery where the impella was inserted. The managing physician noted questionable sluggish distal flow. The physician and partner discussed the option of an external femoral bypass but elected not to proceed, as staff were unable to doppler pulses on the contralateral extremity and attributed these findings to the patient¿s overall acuity and high vasopressor requirements. The patient was transferred to a hub hospital. He was not considered a candidate for additional forms of mechanical circulatory support, and a family discussion regarding goals of care was planned. Care was subsequently withdrawn, and the patient expired. The reported ischemia is consistent with compromised peripheral perfusion in the setting of profound cardiogenic shock, high vasopressor use, and critical illness, which likely contributed to diminished distal flow. The device will be conservatively reported for death; however, given the patient¿s presentation with advanced cardiogenic shock (scai shock stage e), vasopressor-dependent hemodynamics, and subsequent withdrawal of care, the death is most consistent with the severity of the underlying clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.